Event description:
It was indicated that the pt had one cylinder implanted. The cylinder was removed due to infection.

Manufacturer narrative:
The cylinder was rated as performing within spec. Should add'l info become available, it will be re-evaluated and a f/u report will be sent.